Event description:
During the weekly inspection, it was reported that the device had all three (charge pak, attention and wrench) icons illuminated. The reported condition might be an indicative of the device failure to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.